Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) user reported air leakage. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1 (event site state: (B)(6), event site mail ID: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported helium leak issue. The fse performed inspection for the machine, helium leakage test performed and passed, no leakage were found. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.